Event description:
Inflammatory foreign body reaction. Information was received from a surgeon in 2004 regarding a patient (initials and age not provided) with a history of rectal cancer and prior "ob-gyn surgeries." The patient underwent lower anterior resection with primary anastomosis for rectal cancer in 2003. Upon operation, the patient was found to have a few adhesions from previous procedures. The patient received one sheet of seprafilm under in the incision and was closed with #1 pds run, with skin staples. The patient developed nausea, vomiting, and abdominal pain three to four days after surgery. The patient was treated with nasogastric suction and IV fluid support. But this did not relieve their symptoms of the small bowel obstruction. The patient was re-operated 11 days later and was found to have massive adhesions with three to four loops of small bowel "tenaciously pulled in", very tight and concrete, all local to the area where the seprafilm had been placed. A biopsy was performed on the adhesions, which showed foreign body, giant cells, but alcian blue staining or hyaluronidase digestion was not performed on the specimen. The surgeon diagnosed this patient's symptoms as an inflammatory foreign body reaction to seprafillm. Although the surgeon did not specifically provide a relationship between the event and seprafilm, the surgeon did provide that he felt this was a foreign body reaction to seprafilm implying a possible causal relationship.